Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Impedance testing shows a good unit wave form. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The functional test cannot be performed based on the returned condition of the catheter. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that lost of image occurred. During percutaneous coronary intervention (pci). An opticros imaging catheter was used to view the unspecified target lesion. During the first two runs, the device was working fine. However, the screen went blank on the third run. The physician tried to restart by running a fresh new run but the screen still went blank upon pressing on the imaging icon to test the image. The procedure was not completed due to this event. No patient complications were reported and patient's condition is good. However, device analysis revealed that the fluid was leaking from the open hole at the sheath lap joint assembly.